Manufacturer narrative:
(B)(4). Review of the information as reported, review of the device history records, and review of the lifecell complaint system for any other complaints reported to lifecell in association with lot sp100162. (B)(4). Review of the device history records revealed no deviations during the production of lot sp100162 that may be associated with the event. Lot irradiation doses were within process parameters. The lot met acceptance criteria for qc release, including mechanical testing results. (B)(4). The event is unlikely related to the stratice laparoscopic mesh and likely related to the patient's condition, including a history of recurrent hernias and multiple surgeries. Based on our internal review of the lot processing history the lot met qc criteria for product release. No deviations were encountered in association with the event. No other complaint was reported to lifecell against the lot.

Event description:
This medical device report is filed with respect to a strattice laparoscopic mesh, the first of two devices associated with the same adverse event. A second medical device report (lc 766556_mdr1000306051-2016-00002) is filed with respect to a strattice firm mesh. It was reported to lifecell that a female patient with a history of multiple hernias near her midline was returned to the operating room (or) on 03/24/2015 to repair a recurrent hernia. During the procedure, strattice laparoscopic and strattice firm meshes were used in an underlay and overlay technique, respectively, to repair the defect. The surgeon found small bowel in the hernia sac requiring 90 minutes of lysis of adhesions and removal of some portions of the previously implanted physiomesh in the retro rectus plane. No enterotomy was noted. The patient subsequently developed a post operative infected seroma, necrosis of the lower quadrant of the abdominal wall, and sepsis. On (B)(6) 2015 an excision and debridement of the abdominal wall was performed. On (B)(6) 2015, another debridement was performed. On (B)(6) 2015, a panniculectomy was performed due to necrosis. On (B)(6) 2015, the surgeon went in laparoscopically and could see that the strattice meshes were well revascularized. The surgeon could see where the tacks had been placed into the strattice laparoscopic mesh and that they were in the area where the hernia defect was found. The surgeon then opened the patient and could see two small hernia defects close to the midline. Again the overlay, strattice firm mesh, was seen to be well vascularized, but it looked as if the strattice firm mesh possibly had torn to the right of the midline. The surgeon having observed the edge of the strattice firm mesh near the defect, determined that the mesh may have fractured near the midline. The surgeon performed a suture repair of the hernia defect. A strattice laparoscopic mesh was used as an underlay securing the mesh with sutures and protack. The surgeon also used a strattice laparoscopic as an overlay and fixated the mesh utilizing protack. One day post operatively, the patient suffered an mi necessitating stent placement.